Manufacturer narrative:
The customer stated that qc had been erratic and drifted high after calibration. Recalibration would bring qc back near the lab-established mean. Hotline had the customer change the na electrodes and clean the ports. This resolved the issue and service was not initiated.

Event description:
A customer contacted beckman coulter inc., (bec), and reported that synchron cx5 delta analyzer generated a false high sodium (na) result of 195mmol/l on one patient sample. The result was not reported out of the lab. The high na result was not believed and the sample was re-tested after recalibration. The repeated result of 139mmol/l was reported out of the lab. No injury was reported on this issue.